Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One sample was received at the plant for evaluation. The sample was received in the original packaging. Visual and functional evaluations were performed, and the reported issue could not be confirmed. There were no issues detected and no alarms were activated during the investigation. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the feeding tube is broken causing leakage of the diet where the connector meets the diet.